Manufacturer narrative:
Log review do not support any ventilator malfunction. Further information has been requested but no response has been received. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during service test with a test lung, the ventilator did not deliver any tidal volume. There was no patient involvement. Manufacturer ref.#: (B)(4).